Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) scan with therapies disabled prior to scanning. Upon interrogation post MRI scan, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation. It was suspected that the MRI programming setting was not made prior to the scan. Programming changes were made, and the ICD was restored. Patient condition was stable.